Event description:
It was reported the patient had steral closure using plates and screws that were implanted on (B) (6) 2010. On (B) (6) 2010 screws pulled out and a revision surgery was performed.

Manufacturer narrative:
There were 2 plates and 19 screws implanted in this patient. Per the surgical protocol, it is recommened to use 3 plates to properly fixate the patient. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.